Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Image resolution poor was associated with procedural circumstances and due to visualization of the clip being difficult due to shadowing. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional clip for stabilization. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a rotated heart. A ntw clip was placed a2/p2 central. Visualization of the clip was difficult due to shadowing. The leaflet insertion assessment could not be confirmed. Right after deployment, a single leaflet device attachment (slda) was observed. The clip had detached from the anterior leaflet. Another clip was implanted a2/p2 lateral to stabilize the slda clip with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.